Event description:
It was reported that the patient presented to the hospital complaining of tenderness and discomfort at the implant site. The patient later presented to the emergency room complaining of swelling. A large pocket hematoma was found. A pocket revision was performed without complications. The patient tolerated the procedure well and had no complications.